Event description:
It was reported that the insulin pump gave an alarm, and a replacement was requested. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose/protruded motor support disk. No alarms were noted.